Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvis / severe pelvic pain/pain"), the first episode of gallbladder disorder ("gallbladder disease"), endometriosis ("pain resulting from endometriosis"), the second episode of gallbladder disorder ("gallbladder disease") and irritable bowel syndrome ("ibs") in a 35-year-old female patient who had essure (ess205) (batch no. 12242355 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included reproductive tract disorder nos, irritable bowel syndrome, constipation, migraine, gerd and uterine dilation and curettage. Concurrent conditions included headache aggravated, body mass index normal, episcleritis, hyperparathyroidism, tendonitis, splinter and chiropractic. Concomitant products included amitriptyline, antibiotics, metformin, oxycodone and tegaserod (zelnorm). On (B)(6) 2003, the patient had essure (ess205) inserted. On the same day, the patient experienced vision blurred ("vision blurriness"). On (B)(6) 2004, the patient experienced fatigue ("severe fatigue/ fatigue"), headache ("worsening of her headaches") and migraine ("migraines"). On (B)(6) 2005, the patient experienced alopecia ("hair falling out/hair loss") and rash ("rash on my left flank that comes and goes/ rashes"). On (B)(6) 2005, the patient experienced weight increased ("unexplained weight gain/ weight gain/weight gain/loss(unspecified)"). In 2006, the patient experienced the first episode of pain in extremity ("pain in both my legs, bottom of feet"). On (B)(6) 2013, the patient experienced abdominal distension ("abdominal bloating"), eructation ("belching"), arthralgia ("pain in ankles, hips") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2014, the patient experienced the first episode of gallbladder disorder (seriousness criterion medically significant), irritable bowel syndrome (seriousness criterion medically significant), dyspepsia ("heartburn"), dysmenorrhoea ("painful menses / abnormally severe menstrual pain/dysmenorrhea(cramping)"), metrorrhagia ("mentrual spotiing"), dyspareunia ("occasional painful intercourse/painful intercourse"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced constipation ("constipation"). On (B)(6) 2014, the patient experienced vaginal disorder ("vaginosis"). On (B)(6) 2016, the patient experienced uterine polyp ("uterine polyps"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), the second episode of gallbladder disorder (seriousness criterion medically significant), reflux gastritis ("reflux"), abdominal discomfort ("abdominal pressure"), flatulence ("gas"), amnesia ("short term memory loss"), disturbance in attention ("difficulty concentrating"), dysgeusia ("taste of metal in my mouth / metallic taste in mouth"), trichorrhexis ("hair breaking"), gingival recession ("receding gums"), tooth fracture ("fractured teeth"), temperature intolerance ("cold intolerance"), unevaluable event ("tongue tied"), back pain ("pain in back / severe, lower back pain"), groin pain ("pain in groins"), the second episode of pain in extremity ("pain in arms and fingers"), menstrual disorder ("mentrual blood clots"), pollakiuria ("frequent and urgent urination"), pelvic discomfort ("severe pelvic pressure"), oedema peripheral ("fluid retention in legs, hands"), micturition urgency ("frequent and urgent urination"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), pruritus ("itching"), vitamin b6 deficiency ("vitamin b6 deficiency"), overgrowth bacterial ("bacterial overgrowth syndrome"), polycystic ovaries ("polycystic ovary syndrome"), abdominal pain ("abdomen pain"), musculoskeletal pain ("shoulder pain"), feeling abnormal ("I feel like I am being poisoned and slowly dying/ brain is also foggy/ can't think stright"), pelvic adhesions ("adhesion"), anxiety ("anxiety"), frustration tolerance decreased ("frustation"), fallopian tube cyst ("fallopian tube cyst"), tendonitis ("tendonitis in right arm"), adenomyosis ("adenomyosis"), bacterial vaginosis ("bacterial vaginosis") and episcleritis ("allergic or hypersensitivity reaction type: episcleritis"). The patient was treated with linaclotide (linzess), esomeprazole magnesium (nexium), colecalciferol (vitamin d), lubiprostone (amitiza), nortriptyline, dicycloverine (dicyclomine), diclofenac, dicycloverine hydrochloride (bentyl), celecoxib (celebrex), spironolactone, cyanocobalamin (vitamin b12), naproxen sodium (aleve), magnesium citrate, glycerol (glycerin), paracetamol (tylenol), ibuprofen (advil), ibuprofen (motrin), ibuprofen (midol ib), tilactase (lactaid), famotidine, ranitidine, simeco (mylanta [aluminium hydroxide,magnesium hydroxide,simeticone]), bismuth subsalicylate (pepto bismol), aludrox (maalox), psyllium hydrophilic mucilloid (metamucil), methylcellulose (citrucel), surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (laparoscopic cholecystectomy), surgery (excision), surgery (gallbladder surgery), surgery (d&c), surgery (d&c), surgery (left and right carpal tunnel relief), surgery (dilation and curettage), surgery (dilation and curettage), surgery (dilation and curettage), surgery (root canal,crowns,teeth pulled.), surgery (d&c) and surgery (d&c). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, the last episode of gallbladder disorder, irritable bowel syndrome, dyspepsia, reflux gastritis, abdominal distension, abdominal discomfort, constipation, flatulence, fatigue, amnesia, disturbance in attention, weight increased, eructation, dysgeusia, trichorrhexis, alopecia, rash, gingival recession, tooth fracture, vision blurred, temperature intolerance, unevaluable event, arthralgia, back pain, groin pain, the last episode of pain in extremity, vaginal disorder, dysmenorrhoea, menstrual disorder, metrorrhagia, dyspareunia, pollakiuria, pelvic discomfort, oedema peripheral, micturition urgency, abdominal pain lower, menorrhagia, headache, vaginal infection, vaginal discharge, pruritus, vaginal haemorrhage, migraine, uterine polyp, gastrooesophageal reflux disease, vitamin b6 deficiency, overgrowth bacterial, tooth disorder, bladder disorder, urinary tract disorder, polycystic ovaries, abdominal pain, musculoskeletal pain, feeling abnormal, pelvic adhesions, anxiety, frustration tolerance decreased, fallopian tube cyst, tendonitis, adenomyosis, bacterial vaginosis and episcleritis outcome was unknown and the endometriosis had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, bladder disorder, constipation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, episcleritis, eructation, fallopian tube cyst, fatigue, feeling abnormal, flatulence, frustration tolerance decreased, gastrooesophageal reflux disease, gingival recession, groin pain, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, migraine, musculoskeletal pain, oedema peripheral, overgrowth bacterial, pelvic adhesions, pelvic discomfort, pelvic pain, pollakiuria, polycystic ovaries, pruritus, rash, reflux gastritis, temperature intolerance, tendonitis, tooth disorder, tooth fracture, trichorrhexis, unevaluable event, urinary tract disorder, uterine polyp, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vision blurred, vitamin b6 deficiency, weight increased, the first episode of gallbladder disorder, the first episode of pain in extremity, the second episode of gallbladder disorder and the second episode of pain in extremity to be related to essure (ess205). The reporter commented: (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. On (B)(6) 2004,hysterosalpingogram showed no evidence tubal patency. There are bilateral metal coils within the fallopian tubes, which are not seen within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: confirming full occlusion of fallopian tubes on 2016,pathology test showed diagnosis: uterus, cervix and both tubes (91.5 grams): cervix: squaw:us metaplasia, endometrium: late menstrual endometrium myometrium: adenomyosis. Leiomyomata (up to 0.4 cm). Serosa: no significant pathologic change. Left fallopian tube: hydatid of morgagni(0.3cm), metallic implant in tube, right fallopian tube: fallopian tube with focal foreign body giant cell reaction to, polarizable pigment: metallic implant in tube b), biopsy of uterosacral ligament bilateral: endometriosis. Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:vaginal haemorrhage,pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media:muscutoskeletal pain, feeling abnormal, adhesion, anxiety, frustation, gallbladder disorder. Two lots were reported (12242355 and 1224355). However, they were both invalid quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2018: pfs received: new events: episcleritis, adenomyosis, fallopian tube cyst, tendonitis were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis / severe pelvic pain/pain'), gallbladder disorder ('gallbladder disease'), endometriosis ('pain resulting from endometriosis'), ankyloglossia congenital ('tongue tied'), irritable bowel syndrome ('ibs'), pain of extremities ('pain in arms and fingers / bottom of feet'), tooth disorder ('dental problems') and dyspareunia ('occasional painful intercourse/painful intercourse/dyspareunia') in a 35-year-old female patient who had essure (ess205) (batch no. 12242355,1224355-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included reproductive tract disorder nos, constipation and uterine dilation and curettage. * on (B)(6) 2016,pathology test showed diagnosis: uterus, cervix and both tubes (91.5 grams): cervix: squaw:us metaplasia, endometrium: late menstrual endometrium myometrium: adenomyosis. Leiomyomata (up to 0.4 cm). Serosa: no significant pathologic change. Left fallopian tube: hydatid of morgagni(0.3cm), metallic implant in tube, right fallopian tube: fallopian tube with focal foreign body giant cell reaction to, polarizable pigment: metallic implant in tube b), biopsy of uterosacral ligament bilateral: endometriosis. Concurrent conditions included headache aggravated, body mass index normal, episcleritis, hyperparathyroidism, tendonitis, splinter, chiropractic, irritable bowel syndrome, migraine, gerd, carpal tunnel release, frozen shoulder, tendonitis and vitamin d low. Concomitant products included amitriptyline, antibiotics, metformin, oxycodone and tegaserod maleate (zelnorm). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced vision blurred ("vision blurriness"), episcleritis ("allergic or hypersensitivity reaction type: episcleritis") and dry eye ("dry eye syndrome"). On (B)(6) 2004, the patient experienced fatigue ("severe fatigue/ fatigue"), headache ("worsening of her headaches/occasional headaches behind right eye with menses") and migraine ("worsening of her headaches/occasional headaches behind right eye with menses /migraines"). On (B)(6) 2005, the patient experienced alopecia ("hair falling out/hair loss") and rash ("rash on my left flank that comes and goes/ rashes"). On (B)(6) 2005, the patient was found to have weight decreased ("unexplained weight gain/ weight gain/weight gain/loss(unspecified)") and weight increased ("unexplained weight gain/ weight gain/weight gain/loss(unspecified)"). On (B)(6) 2007, the patient experienced trichorrhexis ("hair breaking"). On (B)(6) 2007, the patient experienced pains in legs ("pain in both my legs, / legs pain"), disturbance in attention ("difficulty concentrating"), tinnitus ("tinnitus") and thinking abnormal ("expressing thoughts"). On (B)(6) 2012, the patient experienced dyspareunia (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abdominal distension ("abdominal bloating"), eructation ("belching"), arthralgia ("pain in ankles, hips/ arthralgia in fingers and feet") and tendonitis ("tendonitis in right arm"). On (B)(6) 2014, the patient experienced gallbladder disorder (seriousness criterion medically significant), irritable bowel syndrome (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), dyspepsia ("heartburn"), dysmenorrhoea ("painful menses / abnormally severe menstrual pain/dysmenorrhea(cramping)"), metrorrhagia ("mentrual spotting/metrorrhagia"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain/ bladder or urinary problems or changes: abdominal and pelvic pain with full bladder"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrooesophageal reflux disease ("acid reflux/ gerd"), overgrowth bacterial ("bacterial overgrowth syndrome") and cholecystitis ("cholecystitis"). In 2014, the patient experienced constipation ("constipation"). On (B)(6) 2014, the patient experienced vaginal disorder ("vaginosis"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant), uterine polyp ("reproductive system or condition : uterine polyps"), fallopian tube cyst ("fallopian tube cyst"), adenomyosis ("adenomyosis") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced ankyloglossia congenital (seriousness criterion medically significant), pain of extremities (seriousness criterion medically significant), reflux gastritis ("reflux"), abdominal discomfort ("abdominal pressure"), flatulence ("gas"), amnesia ("short term memory loss"), dysgeusia ("taste of metal in my mouth / metallic taste in mouth"), gingival recession ("receding gums"), tooth fracture ("fractured teeth"), temperature intolerance ("cold intolerance"), back pain ("pain in back / severe, lower back pain"), groin pain ("pain in groins"), menstrual disorder ("mentrual blood clots"), pollakiuria ("frequent and urgent urination"), pelvic discomfort ("severe pelvic pressure"), oedema peripheral ("fluid retention in legs, hands"), micturition urgency ("frequent and urgent urination"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), pruritus ("itching/ scalp pruritis, bilateral foot pruritis"), vitamin b6 deficiency ("vitamin b6 deficiency"), polycystic ovaries ("polycystic ovary syndrome"), abdominal pain ("abdomen pain"), musculoskeletal pain ("shoulder pain"), feeling abnormal ("I feel like I am being poisoned and slowly dying/ brain is also foggy/ can't think straight"), pelvic adhesions ("adhesion"), anxiety ("anxiety"), frustration tolerance decreased ("frustration") and periarthritis ("frozen shoulder"). The patient was treated with alimentary tract and metabolism, aluminium hydroxide;magnesium hydroxide (maalox), aluminium hydroxide;magnesium hydroxide;simethicone (mylanta), celecoxib (celebrex), cyanocobalamin, diclofenac, dicycloverin (dicyclomine), dicycloverin hydrochloride (bentyl), esomeprazole, famotidine, glycerol, ibuprofen, ibuprofen (midol ib), linaclotide (linzess), lubiprostone (amitiza), magnesium citrate, methylcellulose (citrucel), naproxen sodium (aleve), nortriptyline, omeprazole (protonix), paracetamol (tylenol), psyllium hydrophilic mucilloid, ranitidine, spironolactone, tilactase (lactaid), vitamin d nos (vitamin d), and surgery (d and c, dilation and curettage, dilation and curettage, excision, laparoscopic cholecystectomy, left and right carpal tunnel relief, root canal,crowns,teeth pulled. And underwent a total hysterectomy and bilateral salpingectomy,laparoscopic cholecystectomy). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, gallbladder disorder, ankyloglossia congenital, irritable bowel syndrome, pain of extremities, tooth disorder, dyspareunia, dyspepsia, reflux gastritis, abdominal distension, abdominal discomfort, pains in legs, constipation, flatulence, fatigue, amnesia, disturbance in attention, weight decreased, eructation, dysgeusia, trichorrhexis, alopecia, rash, gingival recession, tooth fracture, vision blurred, temperature intolerance, arthralgia, back pain, groin pain, vaginal disorder, dysmenorrhoea, menstrual disorder, metrorrhagia, pollakiuria, pelvic discomfort, oedema peripheral, micturition urgency, abdominal pain lower, menorrhagia, headache, vaginal infection, vaginal discharge, pruritus, vaginal haemorrhage, uterine polyp, gastrooesophageal reflux disease, vitamin b6 deficiency, overgrowth bacterial, polycystic ovaries, abdominal pain, musculoskeletal pain, feeling abnormal, pelvic adhesions, anxiety, frustration tolerance decreased, fallopian tube cyst, tendonitis, adenomyosis, bacterial vaginosis, episcleritis, cystitis, urinary tract infection, dry eye, cholecystitis, tinnitus, thinking abnormal, periarthritis, weight increased and migraine outcome was unknown and the endometriosis had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, ankyloglossia congenital, anxiety, arthralgia, back pain, bacterial vaginosis, cholecystitis, constipation, cystitis, disturbance in attention, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, episcleritis, eructation, fallopian tube cyst, fatigue, feeling abnormal, flatulence, frustration tolerance decreased, gallbladder disorder, gastrooesophageal reflux disease, gingival recession, groin pain, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, migraine, musculoskeletal pain, oedema peripheral, overgrowth bacterial, pains in legs, pelvic adhesions, pelvic discomfort, pelvic pain, periarthritis, pollakiuria, polycystic ovaries, pruritus, rash, reflux gastritis, temperature intolerance, tendonitis, thinking abnormal, tinnitus, tooth disorder, tooth fracture, trichorrhexis, urinary tract infection, uterine polyp, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vision blurred, vitamin b6 deficiency, weight decreased, weight increased and pain of extremities to be related to essure (ess205). The reporter commented: (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. On (B)(6) 2004,hysterosalpingogram showed no evidence tubal patency. There are bilateral metal coils within the fallopian tubes, which are not seen within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:vaginal haemorrhage,pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media:musculoskeletal pain, feeling abnormal, adhesion, anxiety, frustration, gallbladder disorder. Two lots were reported (12242355 and 1224355). However, they were both invalid. Lot number:12242355, manufacture date:2003-10, expiration date: 2005-07. Lot number:1224355 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2019: quality safety evaluation of ptc. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058497) on 29-dec-2015. The most recent information was received on 07-jun-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvis / severe pelvic pain/pain"), the first episode of gallbladder disorder ("gallbladder disease"), endometriosis ("pain resulting from endometriosis"), the second episode of gallbladder disorder ("gallbladder disease") and irritable bowel syndrome ("ibs") in a 35-year-old female patient who had essure (ess205) (batch no. 12242355) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included reproductive tract disorder nos, irritable bowel syndrome, constipation, migraine, gerd and uterine dilation and curettage. Concurrent conditions included headache aggravated, body mass index normal, episcleritis, hyperparathyroidism, tendonitis, splinter and chiropractic. Concomitant products included amitriptyline, antibiotics, metformin, oxycodone and tegaserod (zelnorm). On (B)(6) 2003, the patient had essure (ess205) inserted. On the same day, the patient experienced vision blurred ("vision blurriness"). On (B)(6) 2004, the patient experienced fatigue ("severe fatigue/ fatigue"), headache ("worsening of her headaches") and migraine ("migraines"). On (B)(6) 2005, the patient experienced alopecia ("hair falling out/hair loss") and rash ("rash on my left flank that comes and goes/ rashes"). On (B)(6) 2005, the patient experienced weight increased ("unexplained weight gain/ weight gain/weight gain/loss(unspecified)"). In 2006, the patient experienced the first episode of pain in extremity ("pain in both my legs, bottom of feet"). On (B)(6) 2013, the patient experienced abdominal distension ("abdominal bloating"), eructation ("belching"), arthralgia ("pain in ankles, hips") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2014, the patient experienced the first episode of gallbladder disorder (seriousness criterion medically significant), irritable bowel syndrome (seriousness criterion medically significant), dyspepsia ("heartburn"), dysmenorrhoea ("painful menses / abnormally severe menstrual pain/dysmenorrhea(cramping)"), metrorrhagia ("mentrual "spotting""), dyspareunia ("occasional painful intercourse/painful intercourse"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced constipation ("constipation"). On (B)(6) 2014, the patient experienced vaginal disorder ("vaginosis"). On (B)(6) 2016, the patient experienced uterine polyp ("uterine polyps"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), the second episode of gallbladder disorder (seriousness criterion medically significant), reflux gastritis ("reflux"), abdominal discomfort ("abdominal pressure"), flatulence ("gas"), amnesia ("short term memory loss"), disturbance in attention ("difficulty concentrating"), dysgeusia ("taste of metal in my mouth / metallic taste in mouth"), trichorrhexis ("hair breaking"), gingival recession ("receding gums"), tooth fracture ("fractured teeth"), temperature intolerance ("cold intolerance"), unevaluable event ("tongue tied"), back pain ("pain in back / severe, lower back pain"), groin pain ("pain in groins"), the second episode of pain in extremity ("pain in arms and fingers"), menstrual disorder ("mentrual blood clots"), pollakiuria ("frequent and urgent urination"), pelvic discomfort ("severe pelvic pressure"), oedema peripheral ("fluid retention in legs, hands"), micturition urgency ("frequent and urgent urination"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), pruritus ("itching"), vitamin "spotting" deficiency ("vitamin b6 deficiency"), overgrowth bacterial ("bacterial overgrowth syndrome"), polycystic ovaries ("polycystic ovary syndrome"), abdominal pain ("abdomen pain"), musculoskeletal pain ("shoulder pain"), feeling abnormal ("I feel like I am being poisoned and slowly dying/ brain is also foggy/ can't think "straight""), pelvic adhesions ("adhesion"), anxiety ("anxiety") and frustration tolerance decreased (""frustration""). The patient was treated with linaclotide (linzess), esomeprazole magnesium (nexium), "cholecalciferol" (vitamin d), lubiprostone (amitiza), nortriptyline, "dicycloverin" (dicyclomine), diclofenac, "dicycloverin" hydrochloride (bentyl), celecoxib (celebrex), spironolactone, cyanocobalamin (vitamin b12), naproxen sodium (aleve), magnesium citrate, glycerol (glycerin), paracetamol (tylenol), ibuprofen (advil), ibuprofen (motrin), ibuprofen (midol ib), tilactase (lactaid), famotidine, ranitidine, simeco (mylanta [aluminium hydroxide,magnesium hydroxide,simeticone]), bismuth subsalicylate (pepto bismol), aludrox (maalox), psyllium hydrophilic mucilloid (metamucil), methylcellulose (citrucel), surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (laparoscopic cholecystectomy), surgery (excision), surgery (gallbladder surgery), surgery (d&c), surgery (d&c), surgery (left and right carpal tunnel relief), surgery (dilation and curettage), surgery (dilation and curettage), surgery (dilation and curettage), surgery (root canal,crowns,teeth pulled.), surgery (d&c) and surgery (d&c). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, the last episode of gallbladder disorder, irritable bowel syndrome, dyspepsia, reflux gastritis, abdominal distension, abdominal discomfort, constipation, flatulence, fatigue, amnesia, disturbance in attention, weight increased, eructation, dysgeusia, trichorrhexis, alopecia, rash, gingival recession, tooth fracture, vision blurred, temperature intolerance, unevaluable event, arthralgia, back pain, groin pain, the last episode of pain in extremity, vaginal disorder, dysmenorrhoea, menstrual disorder, metrorrhagia, dyspareunia, pollakiuria, pelvic discomfort, oedema peripheral, micturition urgency, abdominal pain lower, menorrhagia, headache, vaginal infection, vaginal discharge, pruritus, vaginal haemorrhage, migraine, uterine polyp, gastrooesophageal reflux disease, vitamin b6 deficiency, overgrowth bacterial, tooth disorder, bladder disorder, urinary tract disorder, polycystic ovaries, abdominal pain, musculoskeletal pain, feeling abnormal, pelvic adhesions, anxiety and frustration tolerance decreased outcome was unknown and the endometriosis had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, constipation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eructation, fatigue, feeling abnormal, flatulence, frustration tolerance decreased, gastrooesophageal reflux disease, gingival recession, groin pain, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, migraine, musculoskeletal pain, oedema peripheral, overgrowth bacterial, pelvic adhesions, pelvic discomfort, pelvic pain, pollakiuria, polycystic ovaries, pruritus, rash, reflux gastritis, temperature intolerance, tooth disorder, tooth fracture, trichorrhexis, unevaluable event, urinary tract disorder, uterine polyp, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vision blurred, vitamin b6 deficiency, weight increased, the first episode of gallbladder disorder, the first episode of pain in extremity, the second episode of gallbladder disorder and the second episode of pain in extremity to be related to essure (ess205). The reporter commented: (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. On (B)(6) 2004, hysterosalpingogram showed no evidence tubal patency. There are bilateral metal coils within the fallopian tubes, which are not seen within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: confirming full occlusion of fallopian tubes on (B)(6) 2016, pathology test showed diagnosis: uterus, cervix and both tubes (91.5 grams): cervix: squaw:us metaplasia, endometrium: late menstrual endometrium myometrium: adenomyosis. Leiomyomata (up to 0.4 cm). Serosa: no significant pathologic change. Left fallopian tube: hydatid of morgagni(0.3cm), metallic implant in tube, right fallopian tube: fallopian tube with focal foreign body giant cell reaction to, polarizable pigment: metallic implant in tube b), biopsy of uterosacral ligament bilateral: endometriosis. Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:vaginal haemorrhage,pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media:"musculoskeletal" pain, feeling abnormal, adhesion, anxiety, "frustration", gallbladder disorder. Most recent follow-up information incorporated above includes: on 7-jun-2018: social media case received, events added as:- shoulder pain, I feel like I am being poisoned and slowly dying/ brain fog/ can't think straight, adhesion, anxiety, frustration, gallbladder disorder. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058497) on 29-dec-2015. The most recent information was received on 06-nov-2019. The most recent information was received on (B)(6) 2019 when this case has been identified during monitoring of postings on an FDA hosted docket website for essure, which has been established in preparation of a public FDA advisory committee meeting taking place on (B)(6) 2019 and (B)(6) 2019 (FDA, reference number: FDA-2019-n-3767-0194). This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain in pelvis / severe pelvic pain/pain'), gallbladder disorder ('gallbladder disease'), endometriosis ('pain resulting from endometriosis'), ankyloglossia congenital ('tongue tied'), irritable bowel syndrome ('ibs'), pain in extremity ('pain in arms and fingers / bottom of feet/pain in both my legs, / legs pain'), tooth disorder ('dental problems'), dyspareunia ('occasional painful intercourse/painful intercourse/dyspareunia') and cholecystitis ('cholecystitis') in a 35-year-old female patient who had essure (ess205) (batch no. 12242355,1224355 - invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included reproductive tract disorder nos, constipation and uterine dilation and curettage. Before essure she was healthy and active. Concurrent conditions included headache aggravated, body mass index normal, episcleritis, hyperparathyroidism, tendonitis, splinter, chiropractic, irritable bowel syndrome, migraine, gerd, carpal tunnel release, frozen shoulder, tendonitis and vitamin d low. Concomitant products included amitriptyline, antibiotics, metformin, oxycodone and tegaserod maleate (zelnorm). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced vision blurred ("vision blurriness"), episcleritis ("allergic or hypersensitivity reaction type: episcleritis") and dry eye ("dry eye syndrome"). On (B)(6) 2004, the patient experienced fatigue ("severe fatigue/ fatigue"), headache ("worsening of her headaches/occasional headaches behind right eye with menses") and migraine ("worsening of her headaches/occasional headaches behind right eye with menses /migraines"). On (B)(6) 2005, the patient experienced alopecia ("hair falling out/hair loss") and rash ("rash on my left flank that comes and goes/ rashes"). On (B)(6) 2005, the patient was found to have weight decreased ("unexplained weight gain/ weight gain/weight gain/loss(unspecified)") and weight increased ("unexplained weight gain/ weight gain/weight gain/loss(unspecified)"). On (B)(6) 2007, the patient experienced trichorrhexis ("hair breaking"). On (B)(6) 2007, the patient experienced disturbance in attention ("difficulty concentrating") and thinking abnormal ("expressing thoughts"). On (B)(6) 2012, the patient experienced dyspareunia (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abdominal distension ("abdominal bloating"), eructation ("belching"), arthralgia ("pain in ankles, hips / arthralgia in fingers and feet") and tendonitis ("tendonitis in right arm"). On (B)(6) 2014, the patient experienced gallbladder disorder (seriousness criterion medically significant), irritable bowel syndrome (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), dyspepsia ("heartburn"), dysmenorrhoea ("painful menses / abnormally severe menstrual pain/dysmenorrhea(cramping)"), metrorrhagia ("menstrual spotting/metrorrhagia"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain/ bladder or urinary problems or changes: abdominal and pelvic pain with full bladder"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrooesophageal reflux disease ("acid reflux/ gerd"), overgrowth bacterial ("bacterial overgrowth syndrome") and cholecystitis (seriousness criterion medically significant). In 2014, the patient experienced constipation ("chronic constipation"). On (B)(6) 2014, the patient experienced vaginal disorder ("vaginosis"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2016, the patient experienced tinnitus ("tinnitus"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant), uterine polyp ("reproductive system or condition : uterine polyps"), fallopian tube cyst ("fallopian tube cyst "), adenomyosis ("adenomyosis") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required) and abdominal pain ("abdomen pain"). On an unknown date, the patient experienced ankyloglossia congenital (seriousness criterion medically significant), pain in extremity (seriousness criterion medically significant), reflux gastritis ("reflux"), abdominal discomfort ("abdominal pressure"), flatulence ("gas"), amnesia ("short term memory loss"), dysgeusia ("taste of metal in my mouth / metallic taste in mouth"), gingival recession ("receding gums"), tooth fracture ("fractured teeth"), temperature intolerance ("cold intolerance"), back pain ("pain in back / severe, lower back pain"), groin pain ("pain in groins"), menstrual disorder ("menstrual blood clots"), pollakiuria ("frequent and urgent urination"), pelvic discomfort ("severe pelvic pressure"), oedema peripheral ("fluid retention in legs, hands"), micturition urgency ("frequent and urgent urination"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge, black discharge"), pruritus ("itching/ scalp pruritis, bilateral foot pruritis"), vitamin b6 deficiency ("vitamin b6 deficiency"), polycystic ovaries ("polycystic ovary syndrome"), musculoskeletal pain ("shoulder pain"), feeling abnormal ("I feel like I am being poisoned and slowly dying/ brain is also foggy/ can't think straight"), pelvic adhesions ("adhesion"), anxiety ("anxiety"), frustration tolerance decreased ("frustration"), periarthritis ("frozen shoulder"), insomnia ("sleeping became impossible"), neuralgia ("zapping and shooting nerve pains throughout my body"), myalgia ("myalgias") and joint swelling ("joint swelling") and was found to have uterine leiomyoma ("fibroid"). The patient was treated with alimentary tract and metabolism, aluminium hydroxide;magnesium hydroxide (maalox), aluminium hydroxide;magnesium hydroxide;simeticone (mylanta), celecoxib (celebrex), cyanocobalamin (vitamin b12), diclofenac, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl), esomeprazole, famotidine, glycerol, ibuprofen, ibuprofen (midol ib), linaclotide (linzess), lubiprostone (amitiza), magnesium citrate, methylcellulose (citrucel), naproxen sodium (aleve), nortriptyline, omeprazole (protonix), paracetamol (tylenol), psyllium hydrophilic mucilloid, ranitidine, spironolactone, tilactase (lactaid), vitamin d nos (vitamin d), and surgery (d and c, dilation and curettage, endometriosis excision, laparoscopic cholecystectomy, total hysterectomy and bilateral salpingectomy, dilation and curettage, left and right carpal tunnel relief and root canal,crowns,teeth pulled.). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, gallbladder disorder, endometriosis, ankyloglossia congenital, irritable bowel syndrome, pain in extremity, tooth disorder, dyspareunia, abdominal distension, abdominal discomfort, flatulence, fatigue, amnesia, disturbance in attention, weight decreased, eructation, dysgeusia, trichorrhexis, alopecia, rash, gingival recession, tooth fracture, vision blurred, temperature intolerance, arthralgia, back pain, groin pain, vaginal disorder, dysmenorrhoea, pollakiuria, pelvic discomfort, oedema peripheral, micturition urgency, abdominal pain lower, headache, vaginal infection, vaginal discharge, pruritus, uterine polyp, vitamin b6 deficiency, overgrowth bacterial, polycystic ovaries, abdominal pain, musculoskeletal pain, feeling abnormal, pelvic adhesions, anxiety, frustration tolerance decreased, tendonitis, bacterial vaginosis, episcleritis, cystitis, urinary tract infection, dry eye, cholecystitis, thinking abnormal, periarthritis, weight increased, migraine and insomnia outcome was unknown, the dyspepsia, reflux gastritis, constipation, gastrooesophageal reflux disease, tinnitus, neuralgia, myalgia and joint swelling had not resolved and the menstrual disorder, metrorrhagia, vaginal haemorrhage, fallopian tube cyst, adenomyosis and uterine leiomyoma had resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, ankyloglossia congenital, anxiety, arthralgia, back pain, bacterial vaginosis, cholecystitis, constipation, cystitis, disturbance in attention, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, episcleritis, eructation, fallopian tube cyst, fatigue, feeling abnormal, flatulence, frustration tolerance decreased, gallbladder disorder, gastrooesophageal reflux disease, gingival recession, groin pain, headache, insomnia, irritable bowel syndrome, joint swelling, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, migraine, musculoskeletal pain, myalgia, neuralgia, oedema peripheral, overgrowth bacterial, pain in extremity, pelvic adhesions, pelvic discomfort, pelvic pain, periarthritis, pollakiuria, polycystic ovaries, pruritus, rash, reflux gastritis, temperature intolerance, tendonitis, thinking abnormal, tinnitus, tooth disorder, tooth fracture, trichorrhexis, urinary tract infection, uterine leiomyoma, uterine polyp, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vision blurred, vitamin b6 deficiency, weight decreased and weight increased to be related to essure (ess205). The reporter commented: before essure she was healthy and active, within six months after essure implantation gi symptoms of reflux, heartburn, bloating started, worsening over the years with neurologic and rheumatology symptoms. No diagnosis could be made despite tests by several doctors and specialists. She also had gynecologic symptoms. (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Four years post-essure she felt 95% herself again, but was left with tinnitus, gerd, constipation, and neuralgia, myalgia, joint swelling, but the intensity was less severe. She hoped all symptoms would disappear as the nickel and pet fibers dissipated from her body. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: confirming full occlusion of fallopian tubes. Imaging procedure - on an unknown date: there are bilateral metal coils within the fallopian tubes, which are not seen within the endometrial cavity. Pathology test - on (B)(6) 2016: diagnosis: uterus, cervix and both tubes (91.5 grams): cervix: squaw:us metaplasia, endometrium: late menstrual endometrium myometrium: adenomyosis. Leiomyomata (up to 0.4 cm). Serosa: no significant pathologic change. Left fallopian tube: hydatid of morgagni(0.3cm), metallic implant in tube, right fallopian tube: fallopian tube with focal foreign body giant cell reaction to, polarizable pigment: metallic implant in tube b), biopsy of uterosacral ligament bilateral: endometriosis. Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:vaginal haemorrhage,pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media:musculoskeletal pain, feeling abnormal, adhesion, anxiety, frustration, gallbladder disorder. Two lots were reported (12242355 and 1224355). However, they were both invalid. Lot number:12242355. Manufacture date:2003-10. Expiration date: 2005-07. Lot number:1224355 is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: patient report detected on FDA website: before essure she was healthy and active. New events added: insomnia, uterine leiomyoma. Outcome added: "almost 4 years post-essure she felt 95% herself again, but was left with neurological symptoms such as tinnitus, gerd, constipation, and (new events added:) neuralgia, myalgia, joint swelling, but the intensity was less severe. She hoped all symptoms would disappear as the nickel and pet fibers dissipated from her body. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvis / severe pelvic pain/pain"), gallbladder disorder ("gallbladder disease") and endometriosis ("pain resulting from endometriosis") in a 35-year-old female patient who had essure (ess205) (batch no. 12242355) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included reproductive tract disorder nos, irritable bowel syndrome, constipation, migraine and gerd. Concurrent conditions included headache aggravated, body mass index normal, episcleritis, hyperparathyroidism, tendonitis, splinter and chiropractic. Concomitant products included amitriptyline, antibiotics, metformin, oxycodone and tegaserod (zelnorm). On (B)(6) 2003, the patient had essure (ess205) inserted. On the same day, the patient experienced vision blurred ("vision blurriness"). On (B)(6) 2004, the patient experienced fatigue ("severe fatigue/ fatigue"), headache ("worsening of her headaches") and migraine ("migraines"). On (B)(6) 2005, the patient experienced alopecia ("hair falling out/hair loss") and rash ("rash on my left flank that comes and goes/ rashes"). On (B)(6) 2005, the patient experienced weight increased ("unexplained weight gain/ weight gain/weight gain/loss(unspecified)"). In 2006, the patient experienced the first episode of pain in extremity ("pain in both my legs, bottom of feet"). On (B)(6) 2013, the patient experienced abdominal distension ("abdominal bloating"), eructation ("belching"), arthralgia ("pain in ankles, hips") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2014, the patient experienced gallbladder disorder (seriousness criterion medically significant), dyspepsia ("heartburn"), dysmenorrhoea ("painful menses / abnormally severe menstrual pain/dysmenorrhea(cramping)"), metrorrhagia ("mentrual spotiing"), dyspareunia ("occasional painful intercourse/painful intercourse"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), irritable bowel syndrome ("ibs"), tooth disorder ("dental problems"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced constipation ("constipation"). On (B)(6) 2014, the patient experienced vaginal disorder ("vaginosis"). On (B)(6) 2016, the patient experienced uterine polyp ("uterine polyps"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), reflux gastritis ("reflux"), abdominal discomfort ("abdominal pressure"), flatulence ("gas"), amnesia ("short term memory loss"), disturbance in attention ("difficulty concentrating"), dysgeusia ("taste of metal in my mouth / metallic taste in mouth"), trichorrhexis ("hair breaking"), gingival recession ("receding gums"), tooth fracture ("fractured teeth"), temperature intolerance ("cold intolerance"), unevaluable event ("tongue tied"), back pain ("pain in back / severe, lower back pain"), groin pain ("pain in groins"), the second episode of pain in extremity ("pain in arms and fingers"), menstrual disorder ("mentrual blood clots"), pollakiuria ("frequent and urgent urination"), pelvic discomfort ("severe pelvic pressure"), oedema peripheral ("fluid retention in legs, hands"), micturition urgency ("frequent and urgent urination"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), pruritus ("itching"), vitamin b6 deficiency ("vitamin b6 deficiency"), overgrowth bacterial ("bacterial overgrowth syndrome"), polycystic ovaries ("polycystic ovary syndrome") and abdominal pain ("abdomen pain"). The patient was treated with linaclotide (linzess), esomeprazole magnesium (nexium), colecalciferol (vitamin d), lubiprostone (amitiza), nortriptyline, dicycloverine (dicyclomine), diclofenac, dicycloverine hydrochloride (bentyl), celecoxib (celebrex), spironolactone, cyanocobalamin (vitamin b12), naproxen sodium (aleve), magnesium citrate, glycerol (glycerin), paracetamol (tylenol), ibuprofen (advil), ibuprofen (motrin), ibuprofen (midol ib), tilactase (lactaid), famotidine, ranitidine, simeco (mylanta [aluminium hydroxide,magnesium hydroxide,simeticone]), bismuth subsalicylate (pepto bismol), aludrox (maalox), psyllium hydrophilic mucilloid (metamucil), methylcellulose (citrucel), surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (laparoscopic cholecystectomy), surgery (excision), surgery (d&c), surgery (left and right carpal tunnel relief), surgery (dilation and curettage), surgery (dilation and curettage), surgery (dilation and curettage), surgery (d&c), surgery (root canal,crowns,teeth pulled.), surgery (d&c) and surgery (d&c). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, gallbladder disorder, dyspepsia, reflux gastritis, abdominal distension, abdominal discomfort, constipation, flatulence, fatigue, amnesia, disturbance in attention, weight increased, eructation, dysgeusia, trichorrhexis, alopecia, rash, gingival recession, tooth fracture, vision blurred, temperature intolerance, unevaluable event, arthralgia, back pain, groin pain, the last episode of pain in extremity, vaginal disorder, dysmenorrhoea, menstrual disorder, metrorrhagia, dyspareunia, pollakiuria, pelvic discomfort, oedema peripheral, micturition urgency, abdominal pain lower, menorrhagia, headache, vaginal infection, vaginal discharge, pruritus, vaginal haemorrhage, migraine, uterine polyp, irritable bowel syndrome, gastrooesophageal reflux disease, vitamin b6 deficiency, overgrowth bacterial, tooth disorder, bladder disorder, urinary tract disorder, polycystic ovaries and abdominal pain outcome was unknown and the endometriosis had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, arthralgia, back pain, bladder disorder, constipation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eructation, fatigue, flatulence, gallbladder disorder, gastrooesophageal reflux disease, gingival recession, groin pain, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, migraine, oedema peripheral, overgrowth bacterial, pelvic discomfort, pelvic pain, pollakiuria, polycystic ovaries, pruritus, rash, reflux gastritis, temperature intolerance, tooth disorder, tooth fracture, trichorrhexis, unevaluable event, urinary tract disorder, uterine polyp, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vision blurred, vitamin b6 deficiency, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure (ess205). The reporter commented: (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. On (B)(6) 2004, hysterosalpingogram showed no evidence tubal patency. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: confirming full occlusion of fallopian tubes on (B)(6) 2016, pathology test showed diagnosis: uterus, cervix and both tubes (91.5 grams): cervix: squaw:us metaplasia, endometrium: late menstrual endometrium myometrium: adenomyosis. Leiomyomata (up to 0.4 cm). Serosa: no significant pathologic change. Left fallopian tube: hydatid of morgagni(0.3cm), metallic implant in tube, right fallopian tube: fallopian tube with focal foreign body giant cell reaction to, polarizable pigment: metallic implant in tube b), biopsy of uterosacral ligament bilateral: endometriosis. Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:vaginal haemorrhage,pelvic pain. Most recent follow-up information incorporated above includes: on 28-feb-2018: plaintiff fact sheet and medical records received. New reporters added. Events extracted per pfs: abnormal bleeding (vaginal), migraines, uterine polyps, ibs, acid reflux,gallbladder disease, vitamin b6 deficiency and bacterial overgrowth syndrome, dental problems,endometriosis, bladder or urinary problems or changes,polycystic ovarian syndrome,abdominal pain added.concomitant disease,concomitant drugs,historical condition added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA, reference number: mw (B)(4)) on 29-dec-2015. The most recent information was received on 04-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvis / severe pelvic pain/pain"), the first episode of gallbladder disorder ("gallbladder disease"), endometriosis ("pain resulting from endometriosis"), the second episode of gallbladder disorder ("gallbladder disease") and irritable bowel syndrome ("ibs") in a 35-year-old female patient who had essure (ess205) (batch no. 12242355 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included reproductive tract disorder nos, irritable bowel syndrome, constipation, migraine, gerd and uterine dilation and curettage. Concurrent conditions included headache aggravated, body mass index normal, episcleritis, hyperparathyroidism, tendonitis, splinter and chiropractic. Concomitant products included amitriptyline, antibiotics, metformin, oxycodone and tegaserod (zelnorm). On (B)(6) 2003, the patient had essure (ess205) inserted. On the same day, the patient experienced vision blurred ("vision blurriness"). On (B)(6) 2004, the patient experienced fatigue ("severe fatigue/ fatigue"), headache ("worsening of her headaches") and migraine ("migraines"). On (B)(6) 2005, the patient experienced alopecia ("hair falling out/hair loss") and rash ("rash on my left flank that comes and goes/ rashes"). On (B)(6) 2005, the patient experienced weight increased ("unexplained weight gain/ weight gain/weight gain/loss(unspecified)"). In 2006, the patient experienced the first episode of pain in extremity ("pain in both my legs, bottom of feet"). On (B)(6) 2013, the patient experienced abdominal distension ("abdominal bloating"), eructation ("belching"), arthralgia ("pain in ankles, hips") and gastrooesophageal reflux disease ("acid reflux"). On (B)(6) 2014, the patient experienced the first episode of gallbladder disorder (seriousness criterion medically significant), irritable bowel syndrome (seriousness criterion medically significant), dyspepsia ("heartburn"), dysmenorrhoea ("painful menses / abnormally severe menstrual pain/dysmenorrhea(cramping)"), metrorrhagia ("mentrual spotiing"), dyspareunia ("occasional painful intercourse/painful intercourse"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), tooth disorder ("dental problems"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). In 2014, the patient experienced constipation ("constipation"). On (B)(6) 2014, the patient experienced vaginal disorder ("vaginosis"). On (B)(6) 2016, the patient experienced uterine polyp ("uterine polyps"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced endometriosis (seriousness criterion medically significant), the second episode of gallbladder disorder (seriousness criterion medically significant), reflux gastritis ("reflux"), abdominal discomfort ("abdominal pressure"), flatulence ("gas"), amnesia ("short term memory loss"), disturbance in attention ("difficulty concentrating"), dysgeusia ("taste of metal in my mouth / metallic taste in mouth"), trichorrhexis ("hair breaking"), gingival recession ("receding gums"), tooth fracture ("fractured teeth"), temperature intolerance ("cold intolerance"), unevaluable event ("tongue tied"), back pain ("pain in back / severe, lower back pain"), groin pain ("pain in groins"), the second episode of pain in extremity ("pain in arms and fingers"), menstrual disorder ("mentrual blood clots"), pollakiuria ("frequent and urgent urination"), pelvic discomfort ("severe pelvic pressure"), oedema peripheral ("fluid retention in legs, hands"), micturition urgency ("frequent and urgent urination"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), pruritus ("itching"), vitamin b6 deficiency ("vitamin b6 deficiency"), overgrowth bacterial ("bacterial overgrowth syndrome"), polycystic ovaries ("polycystic ovary syndrome"), abdominal pain ("abdomen pain"), musculoskeletal pain ("shoulder pain"), feeling abnormal ("I feel like I am being poisoned and slowly dying/ brain is also foggy/ can't think straight"), pelvic adhesions ("adhesion"), anxiety ("anxiety") and frustration tolerance decreased ("frustration"). The patient was treated with linaclotide (linzess), esomeprazole magnesium (nexium), colecalciferol (vitamin d), lubiprostone (amitiza), nortriptyline, dicycloverine (dicyclomine), diclofenac, dicycloverine hydrochloride (bentyl), celecoxib (celebrex), spironolactone, cyanocobalamin (vitamin b12), naproxen sodium (aleve), magnesium citrate, glycerol (glycerin), paracetamol (tylenol), ibuprofen (advil), ibuprofen (motrin), ibuprofen (midol ib), tilactase (lactaid), famotidine, ranitidine, simeco (mylanta [aluminium hydroxide,magnesium hydroxide,simeticone]), bismuth subsalicylate (pepto bismol), aludrox (maalox), psyllium hydrophilic mucilloid (metamucil), methylcellulose (citrucel), surgery (underwent a total hysterectomy and bilateral salpingectomy), surgery (laparoscopic cholecystectomy), surgery (excision), surgery (gallbladder surgery), surgery (d&c), surgery (d&c), surgery (left and right carpal tunnel relief), surgery (dilation and curettage), surgery (dilation and curettage), surgery (dilation and curettage), surgery (root canal,crowns,teeth pulled.), surgery (d&c) and surgery (d&c). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the pelvic pain, the last episode of gallbladder disorder, irritable bowel syndrome, dyspepsia, reflux gastritis, abdominal distension, abdominal discomfort, constipation, flatulence, fatigue, amnesia, disturbance in attention, weight increased, eructation, dysgeusia, trichorrhexis, alopecia, rash, gingival recession, tooth fracture, vision blurred, temperature intolerance, unevaluable event, arthralgia, back pain, groin pain, the last episode of pain in extremity, vaginal disorder, dysmenorrhoea, menstrual disorder, metrorrhagia, dyspareunia, pollakiuria, pelvic discomfort, oedema peripheral, micturition urgency, abdominal pain lower, menorrhagia, headache, vaginal infection, vaginal discharge, pruritus, vaginal haemorrhage, migraine, uterine polyp, gastrooesophageal reflux disease, vitamin b6 deficiency, overgrowth bacterial, tooth disorder, bladder disorder, urinary tract disorder, polycystic ovaries, abdominal pain, musculoskeletal pain, feeling abnormal, pelvic adhesions, anxiety and frustration tolerance decreased outcome was unknown and the endometriosis had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, alopecia, amnesia, anxiety, arthralgia, back pain, bladder disorder, constipation, disturbance in attention, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, eructation, fatigue, feeling abnormal, flatulence, frustration tolerance decreased, gastrooesophageal reflux disease, gingival recession, groin pain, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, migraine, musculoskeletal pain, oedema peripheral, overgrowth bacterial, pelvic adhesions, pelvic discomfort, pelvic pain, pollakiuria, polycystic ovaries, pruritus, rash, reflux gastritis, temperature intolerance, tooth disorder, tooth fracture, trichorrhexis, unevaluable event, urinary tract disorder, uterine polyp, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vision blurred, vitamin b6 deficiency, weight increased, the first episode of gallbladder disorder, the first episode of pain in extremity, the second episode of gallbladder disorder and the second episode of pain in extremity to be related to essure (ess205). The reporter commented: (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. On (B)(6) 2004,hysterosalpingogram showed no evidence tubal patency. There are bilateral metal coils within the fallopian tubes, which are not seen within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: confirming full occlusion of fallopian tubes on (B)(6) 2016,pathology test showed diagnosis: uterus, cervix and both tubes (91.5 grams): cervix: squaw:us metaplasia, endometrium: late menstrual endometrium myometrium: adenomyosis. Leiomyomata (up to 0.4 cm). Serosa: no significant pathologic change. Left fallopian tube: hydatid of morgagni(0.3cm), metallic implant in tube, right fallopian tube: fallopian tube with focal foreign body giant cell reaction to, polarizable pigment: metallic implant in tube b), biopsy of uterosacral ligament bilateral: endometriosis. Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:vaginal haemorrhage,pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media:muscutoskeletal pain, feeling abnormal, adhesion, anxiety, frustration, gallbladder disorder. Two lots were reported (12242355 and 1224355). However, they were both invalid . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-aug-2018: quality-safety evaluation of ptc (product technical problem ). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5058497) on 29-dec-2015. The most recent information was received on 12-mar-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvis / severe pelvic pain/pain"), gallbladder disorder ("gallbladder disease"), endometriosis ("pain resulting from endometriosis"), ankyloglossia congenital ("tongue tied"), irritable bowel syndrome ("ibs"), the second episode of pain in extremity ("pain in arms and fingers / bottom of feet"), tooth disorder ("dental problems") and dyspareunia ("occasional painful intercourse/painful intercourse/dyspareunia") in a 35-year-old female patient who had essure (ess205) (batch no. 12242355 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included reproductive tract disorder nos, constipation and uterine dilation and curettage. * on (B)(6) 2016,pathology test showed diagnosis: uterus, cervix and both tubes (91.5 grams): cervix: squaw:us metaplasia, endometrium: late menstrual endometrium myometrium: adenomyosis. Leiomyomata (up to 0.4 cm). Serosa: no significant pathologic change. Left fallopian tube: hydatid of morgagni(0.3cm), metallic implant in tube, right fallopian tube: fallopian tube with focal foreign body giant cell reaction to, polarizable pigment: metallic implant in tube b), biopsy of uterosacral ligament bilateral: endometriosis. Concurrent conditions included headache aggravated, body mass index normal, episcleritis, hyperparathyroidism, tendonitis, splinter, chiropractic, irritable bowel syndrome, migraine, gerd, carpal tunnel release, frozen shoulder, tendonitis and vitamin d low. Concomitant products included amitriptyline, antibiotics, metformin, oxycodone and tegaserod maleate (zelnorm). On (B)(6) 2003, the patient had essure (ess205) inserted. On (B)(6) 2003, the patient experienced vision blurred ("vision blurriness"), episcleritis ("allergic or hypersensitivity reaction type: episcleritis") and dry eye ("dry eye syndrome"). On (B)(6) 2004, the patient experienced fatigue ("severe fatigue/ fatigue"), headache ("worsening of her headaches/occasional headaches behide right eye with menses") and migraine ("worsening of her headaches/occasional headaches behide right eye with menses /migraines"). On (B)(6) 2005, the patient experienced alopecia ("hair falling out/hair loss") and rash ("rash on my left flank that comes and goes/ rashes"). On (B)(6) 2005, the patient was found to have weight decreased ("unexplained weight gain/ weight gain/weight gain/loss(unspecified)") and weight increased ("unexplained weight gain/ weight gain/weight gain/loss(unspecified)"). On (B)(6) 2007, the patient experienced trichorrhexis ("hair breaking"). On (B)(6) 2007, the patient experienced the first episode of pain in extremity ("pain in both my legs, / legs pain"), disturbance in attention ("difficulty concentrating"), tinnitus ("tinnitus") and thinking abnormal ("expressing thoughts"). On (B)(6) 2012, the patient experienced dyspareunia (seriousness criterion medically significant). On (B)(6) 2013, the patient experienced abdominal distension ("abdominal bloating"), eructation ("belching"), arthralgia ("pain in ankles, hips/ arthralgia in fingers and feet") and tendonitis ("tendonitis in right arm"). On (B)(6) 2014, the patient experienced gallbladder disorder (seriousness criterion medically significant), irritable bowel syndrome (seriousness criterion medically significant), tooth disorder (seriousness criterion medically significant), dyspepsia ("heartburn"), dysmenorrhoea ("painful menses / abnormally severe menstrual pain/dysmenorrhea(cramping)"), metrorrhagia ("mentrual spotiing/metrorrhagia"), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain/ bladder or urinary problems or changes: abdominal and pelvic pain with full bladder"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrooesophageal reflux disease ("acid reflux/ gerd"), overgrowth bacterial ("bacterial overgrowth syndrome") and cholecystitis ("cholecystitis"). In 2014, the patient experienced constipation ("constipation"). On (B)(6) -2014, the patient experienced vaginal disorder ("vaginosis"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2016, the patient experienced endometriosis (seriousness criterion medically significant), uterine polyp ("reproductive system or condition : uterine polyps"), fallopian tube cyst ("fallopian tube cyst"), adenomyosis ("adenomyosis") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced ankyloglossia congenital (seriousness criterion medically significant), the second episode of pain in extremity (seriousness criterion medically significant), reflux gastritis ("reflux"), abdominal discomfort ("abdominal pressure"), flatulence ("gas"), amnesia ("short term memory loss"), dysgeusia ("taste of metal in my mouth / metallic taste in mouth"), gingival recession ("receding gums"), tooth fracture ("fractured teeth"), temperature intolerance ("cold intolerance"), back pain ("pain in back / severe, lower back pain"), groin pain ("pain in groins"), menstrual disorder ("mentrual blood clots"), pollakiuria ("frequent and urgent urination"), pelvic discomfort ("severe pelvic pressure"), oedema peripheral ("fluid retention in legs, hands"), micturition urgency ("frequent and urgent urination"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), pruritus ("itching/ scalp pruritis, bilateral foot pruritis"), vitamin b6 deficiency ("vitamin b6 deficiency"), polycystic ovaries ("polycystic ovary syndrome"), abdominal pain ("abdomen pain"), musculoskeletal pain ("shoulder pain"), feeling abnormal ("I feel like I am being poisoned and slowly dying/ brain is also foggy/ can't think straight"), pelvic adhesions ("adhesion"), anxiety ("anxiety"), frustration tolerance decreased ("frustation") and periarthritis ("frozen shoulder"). The patient was treated with alimentary tract and metabolism, aluminium hydroxide;magnesium hydroxide (maalox), aluminium hydroxide;magnesium hydroxide;simeticone (mylanta), celecoxib (celebrex), cyanocobalamin, diclofenac, dicycloverine (dicyclomine), dicycloverine hydrochloride (bentyl), esomeprazole, famotidine, glycerol, ibuprofen, ibuprofen (midol ib), linaclotide (linzess), lubiprostone (amitiza), magnesium citrate, methylcellulose (citrucel), naproxen sodium (aleve), nortriptyline, omeprazole (protonix), paracetamol (tylenol), psyllium hydrophilic mucilloid, ranitidine, spironolactone, tilactase (lactaid), vitamin d nos (vitamin d), and surgery (d and c, dilation and curettage, dilation and curettage, excision, laparoscopic cholecystectomy, left and right carpal tunnel relief, root canal,crowns,teeth pulled. And underwent a total hysterectomy and bilateral salpingectomy,laproscopic cholecystectomy). Essure (ess205) was removed on 9-mar-2016. At the time of the report, the pelvic pain, gallbladder disorder, ankyloglossia congenital, irritable bowel syndrome, the last episode of pain in extremity, tooth disorder, dyspareunia, dyspepsia, reflux gastritis, abdominal distension, abdominal discomfort, constipation, flatulence, fatigue, amnesia, disturbance in attention, weight decreased, eructation, dysgeusia, trichorrhexis, alopecia, rash, gingival recession, tooth fracture, vision blurred, temperature intolerance, arthralgia, back pain, groin pain, vaginal disorder, dysmenorrhoea, menstrual disorder, metrorrhagia, pollakiuria, pelvic discomfort, oedema peripheral, micturition urgency, abdominal pain lower, menorrhagia, headache, vaginal infection, vaginal discharge, pruritus, vaginal haemorrhage, uterine polyp, gastrooesophageal reflux disease, vitamin b6 deficiency, overgrowth bacterial, polycystic ovaries, abdominal pain, musculoskeletal pain, feeling abnormal, pelvic adhesions, anxiety, frustration tolerance decreased, fallopian tube cyst, tendonitis, adenomyosis, bacterial vaginosis, episcleritis, cystitis, urinary tract infection, dry eye, cholecystitis, tinnitus, thinking abnormal, periarthritis, weight increased and migraine outcome was unknown and the endometriosis had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, ankyloglossia congenital, anxiety, arthralgia, back pain, bacterial vaginosis, cholecystitis, constipation, cystitis, disturbance in attention, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, episcleritis, eructation, fallopian tube cyst, fatigue, feeling abnormal, flatulence, frustration tolerance decreased, gallbladder disorder, gastrooesophageal reflux disease, gingival recession, groin pain, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, migraine, musculoskeletal pain, oedema peripheral, overgrowth bacterial, pelvic adhesions, pelvic discomfort, pelvic pain, periarthritis, pollakiuria, polycystic ovaries, pruritus, rash, reflux gastritis, temperature intolerance, tendonitis, thinking abnormal, tinnitus, tooth disorder, tooth fracture, trichorrhexis, urinary tract infection, uterine polyp, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vision blurred, vitamin b6 deficiency, weight decreased, weight increased, the first episode of pain in extremity and the second episode of pain in extremity to be related to essure (ess205). The reporter commented: (B)(6) 2016, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. On (B)(6) 2004,hysterosalpingogram showed no evidence tubal patency. There are bilateral metal coils within the fallopian tubes, which are not seen within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2004: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:vaginal haemorrhage,pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media:muscutoskeletal pain, feeling abnormal, adhesion, anxiety, frustation, gallbladder disorder. Two lots were reported (12242355 and 1224355). However, they were both invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received : new event frozen shoulder was added. Incident no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4) on 29-dec-2015. The most recent information was received on 26-nov-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain in pelvis / severe pelvic pain/pain"), the first episode of gallbladder disorder ("gallbladder disease"), endometriosis ("pain resulting from endometriosis"), the second episode of gallbladder disorder ("gallbladder disease") and irritable bowel syndrome ("ibs") in a 35-year-old female patient who had essure (ess205) (batch no. 12242355 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included reproductive tract disorder nos, irritable bowel syndrome, constipation, migraine, gerd and uterine dilation and curettage. * on (B)(6)2016,pathology test showed diagnosis: uterus, cervix and both tubes (91.5 grams): cervix: squaw:us metaplasia, endometrium: late menstrual endometrium myometrium: adenomyosis. Leiomyomata (up to 0.4 cm). Serosa: no significant pathologic change. Left fallopian tube: hydatid of morgagni(0.3cm), metallic implant in tube, right fallopian tube: fallopian tube with focal foreign body giant cell reaction to, polarizable pigment: metallic implant in tube b), biopsy of uterosacral ligament bilateral: endometriosis. Concurrent conditions included headache aggravated, body mass index normal, episcleritis, hyperparathyroidism, tendonitis, splinter, chiropractic, carpal tunnel release, frozen shoulder, tendonitis and vitamin d low. Concomitant products included amitriptyline, antibiotics, metformin, oxycodone and tegaserod maleate (zelnorm). On (B)(6)2003, the patient had essure (ess205) inserted. On (B)(6)2003, the patient experienced vision blurred ("vision blurriness"), episcleritis ("allergic or hypersensitivity reaction type: episcleritis") and dry eye ("dry eye syndrome"). On (B)(6)2004, the patient experienced fatigue ("severe fatigue/ fatigue"), headache ("worsening of her headaches/occasional headaches behind right eye with menses") and migraine ("migraines"). On (B)(6)2005, the patient experienced alopecia ("hair falling out/hair loss") and rash ("rash on my left flank that comes and goes/ rashes"). On (B)(6)2005, the patient was found to have weight increased ("unexplained weight gain/ weight gain/weight gain/loss(unspecified)"). On (B)(6)2007, the patient experienced trichorrhexis ("hair breaking"). On (B)(6)2007, the patient experienced the first episode of pain in extremity ("pain in both my legs, bottom of feet/feet and legs pain"), disturbance in attention ("difficulty concentrating"), tinnitus ("tinnitus") and thinking abnormal ("expressing thoughts"). On (B)(6)2012, the patient experienced dyspareunia ("occasional painful intercourse/painful intercourse/dyspareunia "). On (B)(6)2013, the patient experienced abdominal distension ("abdominal bloating"), eructation ("belching"), arthralgia ("pain in ankles, hips/ arthralgia in fingers and feet") and tendonitis ("tendonitis in right arm"). On (B)(6)2014, the patient experienced the first episode of gallbladder disorder (seriousness criterion medically significant), irritable bowel syndrome (seriousness criterion medically significant), dyspepsia ("heartburn"), dysmenorrhoea ("painful menses / abnormally severe menstrual pain/dysmenorrhea(cramping)"), metrorrhagia ("mentrual spotting/metrorrhagia "), abdominal pain lower ("severe abdominal cramping/ severe lower abdominal pain/ bladder or urinary problems or changes: abdominal and pelvic pain with full bladder"), menorrhagia ("abnormally heavy menstrual bleeding/abnormal bleeding(menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), gastrooesophageal reflux disease ("acid reflux/ gerd"), overgrowth bacterial ("bacterial overgrowth syndrome"), tooth disorder ("dental problems") and cholecystitis ("cholecystitis"). In 2014, the patient experienced constipation ("constipation"). On (B)(6)2014, the patient experienced vaginal disorder ("vaginosis"), cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6)2016, the patient experienced endometriosis (seriousness criterion medically significant), uterine polyp ("reproductive system or condition : uterine polyps"), fallopian tube cyst ("fallopian tube cyst"), adenomyosis ("adenomyosis") and bacterial vaginosis ("bacterial vaginosis"). On (B)(6)2016, the patient experienced pelvic pain (seriousness criteria disability, medically significant and intervention required). On an unknown date, the patient experienced the second episode of gallbladder disorder (seriousness criterion medically significant), reflux gastritis ("reflux"), abdominal discomfort ("abdominal pressure"), flatulence ("gas"), amnesia ("short term memory loss"), dysgeusia ("taste of metal in my mouth / metallic taste in mouth"), gingival recession ("receding gums"), tooth fracture ("fractured teeth"), temperature intolerance ("cold intolerance"), unevaluable event ("tongue tied"), back pain ("pain in back / severe, lower back pain"), groin pain ("pain in groins"), the second episode of pain in extremity ("pain in arms and fingers"), menstrual disorder ("mentrual blood clots"), pollakiuria ("frequent and urgent urination"), pelvic discomfort ("severe pelvic pressure"), oedema peripheral ("fluid retention in legs, hands"), micturition urgency ("frequent and urgent urination"), vaginal infection ("chronic vaginal infections"), vaginal discharge ("vaginal discharge"), pruritus ("itching/ scalp pruritis, bilateral foot pruritis"), vitamin b6 deficiency ("vitamin b6 deficiency"), polycystic ovaries ("polycystic ovary syndrome"), abdominal pain ("abdomen pain"), musculoskeletal pain ("shoulder pain"), feeling abnormal ("I feel like I am being poisoned and slowly dying/ brain is also foggy/ can't think straight"), pelvic adhesions ("adhesion"), anxiety ("anxiety") and frustration tolerance decreased ("frustration"). The patient was treated with aluminium hydroxide;magnesium hydroxide (maalox), bismuth subsalicylate (pepto bismol), celecoxib (celebrex), cyanocobalamin, diclofenac, dicycloverin (dicyclomine), dicycloverin hydrochloride (bentyl), esomeprazole magnesium (nexium), famotidine, glycerol, ibuprofen, ibuprofen (midol ib), ibuprofen (motrin), linaclotide (linzess), lubiprostone (amitiza), magnesium citrate, methylcellulose (citrucel), naproxen sodium (aleve), nortriptyline, omeprazole (protonix), paracetamol (tylenol), psyllium hydrophilic mucilloid, ranitidine, simeco (mylanta [aluminium hydroxide,magnesium hydroxide,simeticone]), spironolactone, tilactase (lactaid), vitamin d nos (vitamin d) and surgery (d&c, dilation and curettage, gallbladder surgery, dilation and curettage, excision, laparoscopic cholecystectomy, left and right carpal tunnel relief, root canal,crowns,teeth pulled. And underwent a total hysterectomy and bilateral salpingectomy,laparoscopic cholecystectomy). Essure (ess205) was removed on (B)(6)2016. At the time of the report, the pelvic pain, the last episode of gallbladder disorder, irritable bowel syndrome, dyspepsia, reflux gastritis, abdominal distension, abdominal discomfort, constipation, flatulence, fatigue, amnesia, disturbance in attention, weight increased, eructation, dysgeusia, trichorrhexis, alopecia, rash, gingival recession, tooth fracture, vision blurred, temperature intolerance, unevaluable event, arthralgia, back pain, groin pain, the last episode of pain in extremity, vaginal disorder, dysmenorrhoea, menstrual disorder, metrorrhagia, dyspareunia, pollakiuria, pelvic discomfort, oedema peripheral, micturition urgency, abdominal pain lower, menorrhagia, headache, vaginal infection, vaginal discharge, pruritus, vaginal haemorrhage, migraine, uterine polyp, gastrooesophageal reflux disease, vitamin b6 deficiency, overgrowth bacterial, tooth disorder, polycystic ovaries, abdominal pain, musculoskeletal pain, feeling abnormal, pelvic adhesions, anxiety, frustration tolerance decreased, fallopian tube cyst, tendonitis, adenomyosis, bacterial vaginosis, episcleritis, cystitis, urinary tract infection, dry eye, cholecystitis, tinnitus and thinking abnormal outcome was unknown and the endometriosis had not resolved. The reporter considered abdominal discomfort, abdominal distension, abdominal pain, abdominal pain lower, adenomyosis, alopecia, amnesia, anxiety, arthralgia, back pain, bacterial vaginosis, cholecystitis, constipation, cystitis, disturbance in attention, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, dyspepsia, endometriosis, episcleritis, eructation, fallopian tube cyst, fatigue, feeling abnormal, flatulence, frustration tolerance decreased, gastrooesophageal reflux disease, gingival recession, groin pain, headache, irritable bowel syndrome, menorrhagia, menstrual disorder, metrorrhagia, micturition urgency, migraine, musculoskeletal pain, oedema peripheral, overgrowth bacterial, pelvic adhesions, pelvic discomfort, pelvic pain, pollakiuria, polycystic ovaries, pruritus, rash, reflux gastritis, temperature intolerance, tendonitis, thinking abnormal, tinnitus, tooth disorder, tooth fracture, trichorrhexis, unevaluable event, urinary tract infection, uterine polyp, vaginal discharge, vaginal disorder, vaginal haemorrhage, vaginal infection, vision blurred, vitamin b6 deficiency, weight increased, the first episode of gallbladder disorder, the first episode of pain in extremity, the second episode of gallbladder disorder and the second episode of pain in extremity to be related to essure (ess205). The reporter commented: (B)(6)2016, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. On (B)(6)2004,hysterosalpingogram showed no evidence tubal patency. There are bilateral metal coils within the fallopian tubes, which are not seen within the endometrial cavity. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.5 kg/sqm. Hysterosalpingogram - on (B)(6)2004: results: confirming full occlusion of fallopian tubes. Concerning the injuries reported in this case,the following events were confirmed in patient's medical records:vaginal haemorrhage,pelvic pain. Concerning the injuries reported in this case, the following one/ones were reported via social media:musculoskeletal pain, feeling abnormal, adhesion, anxiety, frustration, gallbladder disorder. Two lots were reported (12242355 and 1224355). However, they were both invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-nov-2018: pfs received. Concomitant medication and condition added. Events bladder infection, urinary tract infection, dry eye syndrome, cholecystitis, tinnitus, expressing thoughts were added. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
On follow up case upgraded to incident. This is a spontaneous case report received from a patient who is a nurse via regulatory authority (case# mw5058497) in united states on (B)(4) 2015 who had essure (ess205) (fallopian tube occlusion insert) lot number 12242355 inserted on (B)(6)2003. Within 6 months of implantation of essure, patient developed heartburn, reflux, and abdominal bloating and pressure. Over the course of one month in 2006, she started experiencing pain in legs, severe abdominal bloating and pressure, constipation and gas, severe fatigue, short term memory loss, difficulty concentrating, unexplained weight gain. These symptoms continued over the last 10 years as well as the onset of belching, a taste of metal in mouth, hair breaking and falling out, a rash on left flank that comes and goes, receding gums, fractured teeth, cavities, blurry vision, cold intolerance, tongue tied, pain in legs, ankles, bottom of feet, hips, back, pelvis, groins, arms, and fingers, vaginosis, painful menses, menstrual blood clots and spotting, occasional painful intercourse, frequent and urgent urination, severe pelvic pressure, and fluid retention in legs and hands, and weigh gain, which fluctuates, of 30-40 pounds, despite diet and exercise. Symptoms did not resolve with otc medications and prescriptions and treatment throughout the last 10 years. She was unable to tolerate siding or standing for longer than 30 minutes without severe pain in legs, back, and pelvis. The abdominal bloating made exercise and eating extremely uncomfortable. The fatigue made daily activities difficult to accomplish. Her quality of life and ability to care for her family at full capacity was greatly impacted. At time of this report, the essure was still implanted. She was taking linzess for constipation and bloating without relief and nexium for heartburn and reflux with some relief. Over the past ten years, she was prescribed, but no longer taking, the following medications with temporary or no relief of symptoms: prescription strength vitamin d, amitiza, nortryptiline, antibiotic, dicyclomine, diclofenac, bentyl, celebrex, spironolactone, vaginal cream. She was taking a multivitamin for women which contain vitamin d, vitamin b12, aleve as needed for pain, magnesium citrate for constipation, glycerin suppositories for severe constipation, tylenol, advil, motrin, midol, lactaid, digestive aid, heather's for ibs, famotidine, ranitidine, mylanta, pepto bismol, maalox, metamucil, citrucel, gas-ex, probiotics, gen-gay and other arthritis rubs. Patient assessed the event outcome as disability/ permanent damage and required intervention; however she did not provide further details. Follow up 18-feb-2016: follow-up attempts have been completed without response. No new information was provided. Follow-up received on 08-mar-2016: product technical complaint investigation and final assessment were received: this adverse event report is related to a product technical complaint and was initiated due to a request for confirmation of quality. The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: the reported medical events are not necessarily indicative of a quality defect. No batch number was reported therefore a technical batch investigation is not possible. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no evidence of a quality defect thus there is no relationship between the reported medical events and a quality defect. Follow-up information was recieved on 25-sep-2017. Reporter information was added. On (B)(6) 2004, hsg test was performed, confirming full occlusion of her fallopian tubes. Events severe pelvic pain (medically significant and intervention required) and underwent surgery (total hysterectomy and bilateral salpingectomy during which her uterus, cervix, and both fallopian tubes were all removed), severe abdominal cramping; severe, lower abdominal pain; abnormally heavy menstrual bleeding; worsening of her headaches; chronic vaginal infections; vaginal discharge; itching was added. Essure was removed on (B)(6) 2016. Outcome for all the events was unknown. The relationship between essure and events were related. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type 'initial' indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.